Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient just had his unit put in about a month prior to report. It was reported he needed it readjusted to get it back working because it was not doing anything to his back at all. It was logged he had an appointment on the tuesday following report at 10am. It was reported when the patient was asked when it started not working that it had just started not working and the patient's back had been killing him for the previous 3 days. It was logged that the patient was told he would have to go back in and get it readjusted. It was noted he was doing good on his legs but right at the belt line was where he was hurting. It was reported it worked pretty good when it was first put in.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a loss of stimulation that has gradually gotten worse over the last six months. The patient was having problems with his knees. His back was ok. The change in therapy/symptoms was considered to be gradual. The indications for use were non-malignant pain and chronic low back pain. If additional information is received, a follow-up report will be sent.